Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ¿delivery fail during treatment¿ is unconfirmed since the problem could not be reproduced with the returned samples. One dl 6 fr powerpicc catheter and kit components were returned for investigation. The mircointroducer sheath was returned peeled. The catheter has not been trimmed and no apparent use residue was observed on the outer surface of the catheter. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion. Since no apparent issues were observed during functional testing of the returned samples, the complaint is unconfirmed.

Event description:
It was reported "delivery fail during treatment".

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn1460 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "delivery fail during treatment".